Manufacturer narrative:
Investigation: visual inspection: during the investigation following anomalies were determined: -tissue residues on the catheter between the valves, -third-party catheter on the inlet and outlet, -twisted valves (not flat side by side as originally shipped). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the m.blue and progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational in both valves and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, no deposits could be detected in the m.blue and progav 2.0. Results : based on our investigation results, no functional deviation or other anomalies could be detected during the investigation. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 22 years, height: 177 centimeters (cm), weight: 152 kilograms (kg), gender: female.